Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked and missing a fragment from the threads. The returned battery cap threads were stripped. The returned battery cap was unable to fit. The power complaint was duplicated. The test cap was unable to fit due to the damaged battery compartment. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The pump was unable to power up.